Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a procedure wherein the ipg pocket was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).